Manufacturer narrative:
Device evaluated by MFR: visual analysis revealed the wire was attached to a catheter. The coil was severely elongated and unraveled. Several sections of the guide wire presented scraped teflon coating. A kink was noted 1cm from the distal end of the core wire. There is evidence of separation between the core wire and the ball weld. The outer diameter (od) measured at two non-damaged locations indicates the device met od specifications. Sem lab analysis observed the fracture surface presents striations, smeared material and elongated dimple ruptures as evidence of rotation. Sem analysis concluded the fracture occurred due to a fatigue on a torsional overload direction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral artery treatment procedure, a guide wire fracture occurred. The target lesion was located in the left common femoral artery. Details of the lesion are unknown. A non bsc sheath and the 75cm amplatz super stiff guide wire were placed in the patient. During the procedure, the core wire of the amplatz broke and the outer wire uncoiled. The amplatz guide wire and the sheath were removed together as a unit. The procedure was completed with another amplatz guide wire. There were no patient complications and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral artery treatment procedure, a guide wire fracture occurred. The target lesion was located in the left common femoral artery. Details of the lesion are unknown. A non bsc sheath and the 75cm amplatz super stiff guide wire were placed in the patient. During the procedure, the core wire of the amplatz broke and the outer wire uncoiled. The amplatz guide wire and the sheath were removed together as a unit. The procedure was completed with another amplatz guide wire. There were no patient complications and the patient's status is ok.